Manufacturer narrative:
Block b3: the exact date of the event is unknown. The event occurred in (B)(6) 2020. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: patient code 1862 captures the reportable event of fistula. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the procedure was done under local anesthesia. According to the complainant, on (B)(6) 2019, the patient informed the physician that he went to the emergency room a few days after the procedure due to rectal fullness, the slight pain/sensation after the implant was not going away. The patient also complained of constipation and had bowel movement which had gel in it. In the physician assessment, the rectal fullness was caused by spaceoar gel combined with heightened sensitivity to foreign object placement. Also, the added discomfort caused by placement of spaceoar led to difficulty of passage of stool along with patient concerns about pain with bowel movements. The patient was treated with stool softener and pain medications. On october 01, 2020, additional information was received stating that the patient has developed a fistula and was not able to receive radiation therapy. As of october 21, 2020, additional information was received stating that the patient underwent a colonoscopy because of the perineal pain and discharge from the rectum, and the fistula was diagnosed. The patient forewent radiation therapy and underwent radical prostatectomy for treatment of prostate cancer instead.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01/09/2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the procedure was done under local anesthesia. According to the complainant, on (B)(6) 2019, the patient informed the physician that he went to the emergency room a few days after the procedure due to rectal fullness, the slight pain/sensation after the implant was not going away. The patient also complained of constipation and had a bowel movement which had gel in it. In the physician's assessment, the rectal fullness was caused by spaceoar gel combined with heightened sensitivity to foreign object placement. Also, the added discomfort caused by placement of spaceoar led to difficulty of passage of stool along with patient concerns about pain with bowel movements. The patient was treated with stool softener and pain medications. On october 01, 2020, additional information was received stating that the patient has developed a fistula and was not able to receive radiation therapy. As of october 21, 2020, additional information was received stating that diagnostics were performed to diagnose the fistula and the result was colonoscopy. The symptoms that led to diagnosis was perineal pain and discharge from the rectum. The patient underwent radical prostatectomy for treatment.